Event description:
It was reported that the customer experienced a blood glucose (bg) level of 515 mg/dl; cause was unknown. Reportedly, a correction bolus and correction injection were delivered to address bg. Recommendation was made to monitor their bg closely and to contact tandem technical support and if they need further assistance. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.